Manufacturer narrative:
Howmedica has determined that this event requires a 5-day report. This determination was made 11/11/97.

Event description:
Revision surgery revealed the tibial insert screw backed out of the baseplate.